Manufacturer narrative:
(B)(4). One lf4318 was received for evaluation. Visual inspection found no defects. The device was activated on a simulated tissue with acceptable results and a visual seal effect was observed. Additional functional testing was performed with the returned device on porcine kidney tissue. Multiple seals on various size vessels were made. All seal cycles were completed satisfactorily and end tones were heard indicating completed activation cycles. The rfid chip log was checked and the device did not show it was used previously. The investigation found the device to function normally and within specifications. The IFU states: there are many factors that affect seal quality. Refer to the product instructions for use that addresses tissue sealing recommendations. The reported complaint mode will be utilized for trending purposes. No corrective action is required, because no failure mode was identified, since the product tested satisfactory. Manufacturing non-conformances were reviewed. No entries pertinent to the customer's report were noted.

Event description:
The customer reported that during a mastectomy, the device did not perform a complete seal and had poor hemostasis. An activation tone and completed seal end-tone was heard when the issue occurred. This event resulted in some oozing of blood. There was no patient injury and a new device was used to continue the procedure.